Manufacturer narrative:
A review of tickets found no other complaints for lot 91148ui00 and no trends were identified. Accuracy testing was performed with a retained kit of lot 91148ui00 and all specifications were met indicating the lot is preforming acceptably. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Abbott understands that macroprolactin interference was confirmed to be present using a different method and therefore macroprolactin interference is indicated in this case. Per product labeling, prolactin may exist in several isoforms including monomeric prolactin (23 kda), big prolactin (50-60 kda), and macroprolactin (150-170 kda). Because macroprolactin contains some of the epitopes of monomeric prolactin, there can be significant differences between results reported by in vitro prolactin assays that have varying reactivities to macroprolactin. This variable reactivity is also complicated by the molecular heterogeneity of macroprolactin between individual patients. Labeling was reviewed which adequately addresses the current issue. Based on the investigation no product deficiency was identified for the architect prolactin, lot 91148ui00.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect prolactin results on one patient. The results provided were: (B)(6) 2017 = 44.3ng/ml / 05oct2018 = 69.9ng/ml / 26nov2018 = 57.6ng/ml / patient redrawn on 30nov2018 and sample sent out - beckman dxi = 9.27ng/ml (normal range = 3.24-27.2ng/ml); mayo roche cobas macroprolactin = 5.8ng/ml and total prolactin = 24.9ng/ml (normal range = 4.8-23.3ng/ml). There was no reported impact to patient management.